Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. While being wired in the right superior pulmonary vein (rspv), the guidewire became stuck and the device could not be switch from basket to flower configuration. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.